Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper tip of I blade broken and not returned. The jaw was inspected and was found properly attached to the device and conforming. The device was partially tested with a generator and the device performed as required during testing; however the condition of the I-blade did not allow the cycle to be completed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
The sales rep reported that during a laparoscopic sigmoid colectomy procedure, the tissue was thick. The top jaw of the first device peeled back and a piece fell into the patient. The surgeon retrieved the piece from the patient. A second device was used and it also broke, but no details could be provided as to what was broken with this device. It is not known if there were any alerts or noises. The case was completed with another device of the same product code. No patient consequences reported.